Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on april 25, 2025 was filed inadvertently. There was no loss of osseointegration. It was reported that the patient experienced a head injury caused by a football strike, which affected the abutment in (B)(6) 2023. Following this event, the patient reportedly developed persistent soft tissue complications at the site. In (B)(6) 2024, the abutment reportedly fell out. The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. Occasionally the abutment screw may become loose and need tightening. If it is not tightened, the abutment may fall out. An abutment change or removal is in most cases a minor procedure involving the exchange of external hardware by unscrewing the abutment from the implant without surgical involvement. The baha surgery guide includes instructions on how to adjust and tighten the abutment.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent soft tissue reduction surgery on (B)(6) 2023.